Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial lead had "questionable function" and had "straightening." The right ventricular lead was noted to have non-sensing and was crushed. The leads were replaced. No patient complications have been reported as a result of this event.